Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent lavh/bso and cystoscopy on (B)(6) 2014 due to persistent pelvic pain. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse with hypermobile urethra and symptomatic rectocele and mesh was implanted. It was reported that the patient was newly diagnosed with vaginal herpes on (B)(6) 2010. The patient then underwent excision of exposed mesh, portion of rectocele redone and loop electrosurgical excision procedure on (B)(6) 2010 due to mesh. It became impossible to have intercourse and the papanicolaou (pap) smear showed cervical dysplasia. A second mesh product was opened but discarded and never implanted. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-05756. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05756. The same patient is represented in each medwatch.